Event description:
Event description cpi was notified by the FDA that bipolar lead, model 4260, was capped in march, 1997, because of a clavicular crush. Per the patient's family, 'an x-ray in 1991 indicated the lead was crushed. The patient was involved in an automobile accident in november 1996 and and a cxr indicated a damaged wire. The patient was experienceing lightheadedness. The implantable pulse generator (ipg) was also explanted'.